Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 563 mg/dl. During troubleshooting, customer reported of trying all remedies. After troubleshooting, customer was advised that insulin pump would need to be replaced.